Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that arm 1 kept getting recoverable faults. Tse reviewed the logs and found repeated 32097 errors for arm 1. The customer was to disable the arm the next time the fault came up. The customer proceeded with the case using the other three arms. Tse noticed the arm had been faulting for several days. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via logs and replicated in-house. Unit was tested on in-house system when it failed normal mode. The usm was also tested on a testing platform where it failed the fiber test. A new rolling loop fiber was installed, and the usm passed on retest. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.